Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including charging at different energy settings and delivery at each setting without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did register multiple charging events; each event was followed by an energy select up button press. Attempting to change the energy level after the device has begun to charge will cause the device to internally discharge the energy for safety reasons. The log also showed energy select down button presses and a shock button press; however there is no record of the charge button being pressed prior to the use of the shock button. The device log contains no errors related to defib or charging of the device. All charge attempts were found to be disarms by the user. The device performed to specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while anticipating the treatment of an already deceased patient (age & gender unknown), the device failed to charge. Complainant indicated that the patient expired 20 minutes prior to the device being brought into the room, the clinicians wanted the device charged and ready to use if required.